Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that a ar-6480 fluid management system is experiencing a pressure issue. This was discovered during a case, when it was noticed that the pressure was under 40, and not moving water. There was no patient effect reported.